Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 450 mg/dl. Customer's current blood glucose was 330 mg/dl. Customer reported past event. The customer did not experienced the symptoms. Customer was treated by syringe for high blood glucose. Auto mode feature was active at the time of the event. Customer stated insulin exited the insulin pump will not be returned for analysis.